Event description:
It was reported that a bd ultra fine pen needle will not depress all the way during injection.

Manufacturer narrative:
Customer returned (1) open 4mm, 32g pen needle without the inner shield but with the tear drop label from lot # 8163909. Customer states that the pen will not depress all the way during injection, stated that it works during priming and the pen needle bent at the non patient end during injection. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent the pen needle from expelling medication properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog & needle bending during use on lot # 8163909. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine¿ pen needle will not depress all the way during injection.